Manufacturer narrative:
Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch (B)(4), mfg date: 08/09/2016, exp date: 07/31/2018; batch (B)(4), mfg date: 07/02/2016, exp date: 06/30/2018; batch (B)(4), mfg date: 07/09/2016, exp date: 06/30/2018. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Event description:
It was reported that a patient underwent an abdominal aortic aneurysm repair on (B)(6) 2017 and a barbed suture was used. During the procedure, the suture broke when pulling the suture while putting a cross stitch at the beginning of suturing. There were no adverse patient consequences. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation: actual product returned and evaluated. Suture breakage was not observed.